Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had two issues with two products. In the last couple of boxes, the patient had opened, three or four sets, the connections were always bad, and they didn't click, and the tubing fell off the connector part. The patient had blood glucose level between 400 - 500 mg/dl which was irritating. The patient had something to eat, gave a bolus and blood glucose level was 500 mg/dl. The patient stated, that the tubing wasn't connected when went to bed. No further information available.